Manufacturer narrative:
The devices were not returned to olympus for evaluation. The exact cause for the reported event cannot be determined. However, based on similar reported events, the most probable cause for the reported event is mishandling. The instruction manual warns users ¿carefully remove the device from its shipping package. Inspect to ensure no damage has occurred during transit or storage. Do not use this device if the packaging or device is damaged.¿

Event description:
Olympus was informed that upon receipt of the device, the sterility of two devices were found to be compromised, as the packaging was noted to be damaged. The devices were not used on a patient. Therefore, no patient injury was reported. This is report 1 of 2.

Manufacturer narrative:
This supplemental report is being submitted to report the original equipment manufacturers¿ device evaluation results and to provide the device manufacture date. The devices were returned to olympus for evaluation. The OEM performed a visual inspection on the returned devices and confirmed the user¿s complaint of a loose lid. The OEM reports that a total of 20 samples from the referenced product part and lot number were inspected with no anomalies noted. The OEM reviewed the device history records (DHR) for the product part and lot number involved, and found no anomalies related to this failure mode during manufacturing. As part of the OEM¿s investigation, the OEM reports that the sealing equipment utilized to seal the referenced product part and lot number was inspected and tested; however, the sterile breach could not be reproduced on the manufacturing line. The OEM reports that as part of their quality assurance process the lids are inspected for grease, dirt and damage upon receipt from their supplier tyvek, and then ionized prior to being placed on the trays. A visual inspection is then performed to ensure no irregularities are noted after the tray has been sealed. Additionally, 8 samples are peel tested at the beginning, middle and end of the manufacturing process to ensure that the trays were properly sealed. The OEM could not determine the root cause of the failure mode. In an effort to mitigate this issue the OEM will perform a lab book study to ensure the validating settings are functioning properly. No further action is required.